Manufacturer narrative:
(B)(4): the implanted device remains.

Manufacturer narrative:
Per the clinic, the device was explanted (B)(6) 2014, and the patient was reimplanted with a new device during the same surgery. The device has not been made available for analysis as of the date of this report, (B)(4) 2014. The device is currently unavailable.

Manufacturer narrative:
This report is filed october 28th, 2014.

Event description:
Per the clinic, the patient experienced intermittencies and subsequent loss of connection to the internal device. Reprogramming attempts were made; however, the issue could not be resolved. The implanted device remains.